Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan alleging that the onetouch ultramini meter does not turn on. The medical surveillance specialist (mss) was unable to reach the patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient said the issue started two weeks before contacting lifescan in the evening. She said she felt dizzy and had to go to the hospital a couple of days after the issue started and alleged that she felt "low" because she was not able to test. She mentioned that emergency medical services at the hospital gave her some IV fluids and that her blood sugar was tested at the hospital. She does not remember the result just saying that all she remembers is that the result was low. The patient says she takes oral medications for her diabetes. According to the troubleshooting performed with customer service, the batteries did not need to be replaced and there was no misuse of the product. Although details of the patient's management of diabetes and the incident are unknown, this complaint is being reported because the patient alleged she developed symptoms due to not being able to test and sought medical attention to relieve the symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.